Manufacturer narrative:
The customer's meter, control solution, and test strips were returned for investigation. The returned products were tested. Testing results: control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 42, 43, 45 mg/dl, level 2: 295, 293, 293 mg/dl. All returned results are within acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results from inform ii meter serial number (B)(4) compared to a laboratory result using an unknown method. The meter result was 33 mg/dl. A laboratory test was performed to check the meter result. The laboratory result was 50 mg/dl. The laboratory result was taken 4 minutes after the meter result. No treatment was received based on the result. The laboratory sample may have been obtained from an IV line that contained 10% dextrose. Quality controls were run on the meter and all results passed.